Event description:
It was reported that a msm20 was used during an unk procedure. It was reported by the affiliate that some clips are delivered and some others don't deliver(feed). There was no consequence to the pt.